Event description:
It was reported that the patient developed an infection just below the ipg site. The patient underwent a device explant procedure and was provided an oral antibiotic. The explanted ipg and paddle lead were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416700. Model: sc-8416-70. Serial: (B)(6). Batch: 7073783.